Manufacturer narrative:
Follow-up #1: date of submission 03-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 7:58pm on 16-mar-2019. There was no evidence of delivery malfunctions observed. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 500mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient was hospitalized with diabetic ketoacidosis, and was treated by their healthcare provider. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.